Event description:
The customer reported that the system was unable to perform fluoroscopy. The field engineer noted the system displayed an interlock failure error message. This error will likely prevent the system from booting up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The relay was repaired during the service call. The system was tested and found to be working as intended and put back into service.